Event description:
The customer reported optics is clearly bent during reprocessing involving an olympus rigid video scope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.